Event description:
O2 sensor calibration failed , o2 inlet test failed.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 15 months ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for treatment. The root-cause for the o2 supply, calibration, and flow issue has not been specifically identified. We have no feedback if the problem was corrected and if yes, how. There was no reported harm to patient, user or third party.